Event description:
The customer reported that they observed a leak, of what appeared to be wash buffer solution, from an access 2 immunoassay system. No patient results were involved in this event. There was no modification to patient treatment associated with this event. While it is unknown whether personnel interfacing with the instrument were wearing personal protective equipment, there was no report of biohazardous exposure to personnel uncovered wounds or mucous membranes and no injuries were reported. No personnel sought medical attention. Although the leak had the potential to pose a slipping hazard, there were no reports of death or injury associated with this event. There was a exposure control plan in place at the facility and the material safety data sheet was reviewed.

Manufacturer narrative:
Beckman coulter inc. Service was dispatched to the site on (B)(4) /2011 for this event. The field service engineer (fse) identified that the wash buffer bottle adapter was not securely tightened on the wash buffer bottle. The fse reinstalled the wash buffer bottle with a securely fastened bottle adapter. Upon completion of the necessary repairs the instrument was returned back into operation. No root cause had been determined to date for this event.